Event description:
The patient decompensated prior to the procedure and underwent successful cardiopulmonary resuscitation. An impella device was implanted for mechanical circulatory support, resulting in hemodynamic stabilization. During support, the patient experienced pulseless electrical activity (pea) and worsening cardiogenic shock. Both events were considered to have a possible association with impella support. The patient remained on support for three days until a planned wean and explant. The patient survived the explant and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.